Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address pain and aseptic loosening of the femur and tibial components. Revising surgeon reported that the femur was loose, but did not specify an interface--cement to bone, or cement to implant--that was affected. Reported the tibia was loose as well, and specified that the tibial base plate was very loose, cement to implant interface failure, with "no cement attached to the tibial implant what-so-ever." The patella was not revised. Depuy bone cement was used at primary. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).